Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for sui and prolapse. According to the operative notes of (B)(6) 2005, pre-op diagnosis: pelvic pain, abnormal uterine bleeding, sui. Findings: uterus was enlarged with second degree prolapse, small enterocele, and hypermobile urethra with usual findings consistent with sui.

Manufacturer narrative:
(B)(4).